Event description:
It was reported that the patient underwent a procedure on (B)(6) 2010, during which non-abbott stents were placed in the proximal left anterior descending artery and the proximal circumflex (cx). Three unknown rx xience v stents were placed at the proximal cx, distal cx and the obtuse marginal. On (B)(6) 2010, the patient was discharged from the hospital. Subsequent follow-ups on (B)(6) 2011 and (B)(6) 2012 were performed with no angina symptoms noted. On (B)(6) 2013, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.